Event description:
As user opened the packages to use for giving flu shots, they found several packages that were contaminated. These are supposed to be sterile alcohol prep pads. A couple of weeks ago they had 15 boxes of dry pads. User hopes that this co will do better quality control.